Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not power up) has been confirmed. Upon investigation the charger was unable to power on. There was liquid contamination damaging the pca. The cause for the failure was isolated to the contamination. The root cause of the contamination was the ingress of an unknown liquid. No adverse event resulted from the defective charger.

Event description:
A zoll distributor returned charger sn (B)(4) to report that the charger was unable to power on.